Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The damaged part was replaced and returned to the manufacturer for evaluation. Analysis of the returned cable found that the green communication lemo on the power communication cable is frayed and has exposed wires. External cable was functioning normally with no failures. Flexing the power cable and green communication lemo cable does not indicate any intermittent opens. Fully functional. This issue was documented in a medtronic navigation hardware anomaly tracking database. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the green communication connector on a system power/communication cable was frayed and had exposed wires. The cable was reportedly still fully functional. There was no patient present when this issue was identified.